Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Insulin pump passed self test and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error and power loss alarm. The adapt tool confirmed power loss alarm due to non-sleep anomaly software error. Hardware low level failures was confirmed in the pump history due to broken pin keypad assembly. Insulin pump received with scratched case, cracked keypad overlay and pillowing keypad overlay. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm during self-test. Customer reported that the insulin pump had power loss errors and she had to replace the battery several times. Customer was able clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.